Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of failure to push plunger. A visual inspection of the iol (intraocular lens) handpiece injector was performed and was found to be non-conforming, the plunger was observed to be bent. A dimensional inspection for plunger position height was performed and found non-conforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head resulting in a upward plunger position, which could result in the plunger failing to push. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in october 2007. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, failure occurred during plunger pushing in to deliver the new product. The surgery was performed and completed after replacing the product with another one and procedure type was unknown.